Event description:
According to the customer, the unicel dxi instrument generated discordant results between plasma and serum samples from the same pt. The serum and plasma samples were collected together in the e.r.(ER). A plasma (sample a) was run on the unicel dxi for accu tni and ckmb and results were reported out of the lab: the accu tni result of sample a was 2.1ng/ml. The ckmb and results were reported for sample a was 2.1ngmml. The ckmb result for sample a was 31.1 ng/ml. The customer retested sample a for accu tni and ckmb after the elevated results were reviewed. The repeated accu tni for sample a was 0.95ng/ml. The repeated ckmb result for sample a was 22.4ng/ml. After reviewing the 2nd elevated results from sample a, the customer decided to retest the pt for accu tni and ckmb using the serum sample. The accu tni result for sample b was 0.04ng/ml. The ckmb result for sample b was 2.8ng/ml. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed to or connected with this event.